Event description:
It was reported that when a patient presented at a radiation treatment center, an alert for a device reset was noted. It was noted that the patient recently underwent intensive radiation treatment. All diagnostics and parameters values were normal. The device was rechecked and reprogrammed in office. The patient condition was fine.

Manufacturer narrative:
.